Event description:
It was reported that the pc unit had a system error. There was no patient involvement.

Manufacturer narrative:
Correction: annex b: b22, annex d: d16. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, annex b: b01, annex d: d15. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a system error with recorded codes 121.2070.2 and 133.6090 was confirmed during log review, however the errors were not reproduced during laboratory testing. Thorough laboratory testing performed on the suspect pcu found the pcu performing with no errors or malfunctions. A review of the error log and event log of the suspect device revealed: two recent types of errors: error 121.2070.2 (power supply comm no response), which occurred 17 times, and error 133.6090.0 (main speaker failure), which occurred 16 times, both between september 26 and october 16, 2024. A total of 33 errors were recorded. Initially, error 121.2070.2 occurred independently, but subsequently, each time the device was powered on, error 133.6090.0 appeared first, immediately followed by error 121.2070.2. These errors began appearing immediately after powering on the device and not during an infusion. No further events were recorded after october 16, 2024. It was noted within the battery log the ac power was cycling off and on prior to the error. External and internal inspection process was performed on the pcu, there were no issues or anomalies identified during the inspection of the suspect device. The bd alaris¿ pc unit (pcu) software runs self-checking programs prior to and during operation. A system error message means that the bd alaris¿ system has identified an error in either the hardware or the software of the pcu. Obtain a new pcu. Do not power down until a new pcu is available. Tag the affected pcu, describe the error and return it to your facility¿s clinical engineering or biomed department. There was no patient involvement reported. The devices are used for treatment purposes as intended per 21 cfr 820.198(d)(2). Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the pc unit had a system error. There was no patient involvement.

Event description:
It was reported that the pc unit had a system error. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii). The information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.